Manufacturer narrative:
The sample has been received and in-house eval is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that a dull knife was experienced during a procedure. Another knife from a different lot was used and the case was completed without harm to the pt. This is the first of two medical device reports for this facility.